Event description:
Optimom revision. The optimom implant was implanted following a cormet resurfacing revision one yr after implantation on (B)(6) 2007. It has been stated that the revision of the cormet resurfacing implant "could be as a consequence of a reaction to cobalt and chromium."

Manufacturer narrative:
CAPA (B)(4). Pt notes, medical history, device details, explant, x-rays to be requested review so incident can be investigated. Device history records to be reviewed. Please note: this issue reported due to cormet cup, but this was coupled with a thr with a large diameter mom head, which is not cleared for sale in the USA (incident was outside USA).